Event description:
Patient reported left side "radial folds" via MRI report. Patient later reported "pain and signs of capsular contracture began, progressing to baker's level IV" , "diagnosed as having breast hypertrophy, associated with backer's grade IV capsular contracture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.